Event description:
It was reported that the customer was hospitalized for hyperglycemia and ketones. The blood glucose reading at time of call was 181mg/dl. Troubleshooting was performed. The settings, alarm history, daily totals, and insulin concentration were correct. The time was off by twelve hours. The fixed prime and the high pressure tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.